Manufacturer narrative:
The single-use device was received for evaluation. Visual inspection revealed black particulate matter on the male luer. The particulate matter was fully embedded and not in the fluid path. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction event. It was reported that there were black specks in the male luer lock of a fluid transfer extension set. This was noted prior to priming the set. There was no patient involvement. No additional information is available.